Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. (B)(6).

Event description:
The customer reported that the monitor in room 229 showed no alarm with an asystole. The incident occurred on (B)(6) 2017 between 7-9 pm. The monitor had dropped out of the mms mount, without any technical reason so there was no connection to the host monitor and the central station. The patient was expected to die. The clinicians were aware of the patient's condition, and no treatment was administered. The information for this case supports that there was no relationship between the patient death and either the x2 monitor falling/no asystole alarm being provided.

Manufacturer narrative:
The device was checked for basic performance, and the alarm was tested by a philips representative; no fault was found. The central station logs were also inspected, and no fault was found; multiple red alarms were found and were silenced within seconds of the alarming. Note that inop functions would be activated at the bedside monitor, the x2, and at the central station, if the measurement server is disconnected from the bedside monitor ("mms unplugged" inop), it would be obvious to users. No issues were found with the device. No parts were ordered, and no repair was warranted. The device remains at the customer site. No subsequent calls logged for this device/issue. The reported malfunction could not be confirmed. As no issues were found with the device, no parts were ordered and no repair was warranted. The information for this case supports that there was no relationship between the patient death and either the x2 monitor falling/no asystole alarm being provided.